Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 014 pta dilatation catheter was received for evaluation with the balloon protector over the balloon, and with the device loaded in its packaging hoop. Complete detachment was observed to the distal end of the catheter shaft, proximal to the balloon. During functional testing, an attempt was made to remove balloon protector from the balloon. It was able to be removed only with strong force. No other functional testing was performed. Therefore, the investigation is confirmed for the reported difficulty in removing balloon protector as the balloon protector could only be removed with strong force. The investigation is also confirmed for the identified catheter shaft detachment as complete detachment was observed to the distal end of the catheter shaft. The identified catheter shaft detachment may have been caused due to difficulties removing the balloon protector, however, a definitive root cause for the alleged difficulty in removing balloon protector and identified catheter shaft detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure via femoral artery, resistance was allegedly felt while removing protective sheath of balloon after removing from the loop. The procedure was completed using another device. There was no patient contact.